Event description:
Written report received from baxter of no flow after 10 hours of pt use. Contents of device reported as 5fu 25 mg/ml in d5w for a total fill volume of 230 ml. Report further states "infusor did not flow at correct flow rate and was incomplete when pt returned to clinic". Report states "new filled device given to pt. No untoward symptoms."